Event description:
Event description boston scientific received information that this transvenous right ventricular lead displayed out of range pacing impedance measurements. The lead was explanted, and given to the patient by request.